Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of basket detachment. Block h11: investigation results the returned zero tip basket was analyzed, and it was noted that the handle appears in good condition and the basket does not return for analysis. Microscopic examination was performed under magnification, and it was noticed that the basket was detached from the notch cannula. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. With all the available information, boston scientific concludes that the reported event of was confirmed. Based on the analysis results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. However, the investigation findings did not lead to a clear conclusion about the cause of this problem. Additionally, the manufacturing process, includes different inspections to ensure that all finished devices meet specifications. Since the device was received already open, it is not possible to determine if the failure was caused due to incorrect use of the product. All the information gathered demonstrates that the cause of the event was not manufacturing related. Taking all available information into consideration an investigation conclusion code of cause linked to device but unable to trace more specifically was assigned to this investigation since the findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
It was reported that a zero tip basket device was set to be used during a ureteral calculi procedure. During preparation, it was found that one end of the basket was fractured. It was further clarified that the entire basket was detached. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of basket detachment.

Event description:
It was reported that a zero tip basket device was set to be used during a ureteral calculi procedure. During preparation, it was found that one end of the basket was fractured. It was further clarified that the entire basket was detached. The procedure was completed with another of the same device with no patient complications.